Event description:
It was reported to philips that the defibrillation test failed. There was no patient involvement.

Manufacturer narrative:
The customer declined onsite service, therefore no additional troubleshooting has been provided. It has been concluded that no further action is required at this time.